Manufacturer narrative:
On january 26, 2021, mentor became aware that the patient's capsular contracture (baker grade iii to IV) was diagnosed at an earlier date of (B)(6) 2020. The patient also experienced intermittent discomfort and was also put on medication singulair, due to the capsular contracture. By (B)(6) 2020, the patient's right breast capsular contracture remained baker grade IV and left side experienced baker grade I. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who underwent breast augmentation revision with two 400cc mentor memorygel breast implants, suffered right breast capsular contracture; baker grade IV, post-procedure. The capsular contracture was diagnosed via physical examination. As a result, the patient was scheduled for implant explantation surgery on (B)(6) 2020.